Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering insulin. The blood glucose levels were fluctuating from time to time. The symptoms for high blood glucose were unknown. The customer was treated with insulin pump. Customer was using the insulin pump within 48 hours when the incident was reported. The auto mode feature was not used. The insulin pump will be returned for analysis.